Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer alleged a discrepant result while using the cobas® sars-cov-2 assay on the cobas c6800 system (lot g09930). The sample generated positive results which prompted a retest on a non-roche platform. The patient sample (in the secondary tube) was transported to another lab which used manual extraction and performed polymerase chain reaction (pcr). The results from this platform were negative, the ic of the sample were valid according to user. The manual pcr process was repeated and again generated negative results. Finally, the original sample was returned to the lab and tested again on the cobas 6800 instrument which likewise generated a negative result. The cutomer lab released the results as "inconclusive" and suggested the sample be retetsed. No harm was alleged.according to the customer, samples are collected using nasopharyngeal and oropharyngeal swabs with vtm with clear liquid (with inactivation buffer). Samples are stored between collection and use in a 2-8c refrigerator. The sample was allowed to equilibrate to room temperature and vortexed prior to transferring the volume (~2-3ml) from the primary tube into the secondary tube which is loaded into the c6800 to run. The customer no longer uses the sample inactivation protocol. After testing the secondary tube is stored in the refrigerator. An investigation was performed to evaluate the customer issue which did not identify any product problem. As this sample was transferred through 4 testing cycles, it is possible some degradation occurred while the sample was sitting prior to receiving the negative repeat results. In addition, the limits of detection may be different between the cobas sars cov-2 assay and manual extraction process. Differences between the technology could contribute to the discrepancy alleged by the customer.

Manufacturer narrative:
A customer alleged a discrepant result while using the cobas® sars-cov-2 assay on the cobas c6800 system (lot g09930). The sample generated positive results which prompted a retest on the c6800 system and a non-roche platform which all returned negative results. No harm was alleged. An investigation was performed to evaluate the customer issue which did not identify any product problem. As this sample was transferred through 4 testing cycles, it is possible some degradation occurred while the sample was sitting prior to receiving the negative repeat results. In addition, the limits of detection may be different between the cobas sars cov-2 assay and manual extraction process. Differences between the technology could contribute to the discrepancy alleged by the customer.(B)(4)